Manufacturer narrative:
The insulin pump was monitored for three days and no low battery alarm was noted. All operating currents were within specification. The insulin pump passed the displacement test and the self test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's battery only lasted a day before he received a bad battery alarm. The replacement battery cap did not resolve the issue. Customer's blood glucose level was 170 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.